Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. One video and two pictures were provided. The video shows the plunger rod being pushed down and pulled back, revealing a white substance in the syringe. Two pictures were provided. One picture shows a syringes with a white substance in it. The other picture shows another syringe with a white line in or on it. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 73 unspecified bd¿ syringes had white, powdery foreign matter in them. The following information was provided by the initial reporter: "during incoming inspection, sampling according to iso 2859 level ii reduced inspection, it was detected defect for 73 of 80 units reviewed. In all of affected units appear white particles seems powder. The defect is considered as critical defect and the batch is non conforms."

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that 73 ubd discardit 2ml sterile disposable graduated concentric luer slip syringe had white, powdery foreign matter in them. The following information was provided by the initial reporter: "during incoming inspection, sampling according to iso 2859 level ii reduced inspection, it was detected defect for 73 of 80 units reviewed. In all of affected units appear white particles seems powder. The defect is considered as critical defect and the batch is non conforms.". D2: medical device manufacturer: becton dickinson, s.a. D4: catalog #: 300928. D4: medical device lot #: 2108115. D4: medical device expiration date: 2026-jul-31. H4: device manufacture date: 2021-aug-03. G2: manufacturing location: becton dickinson, s.a. H6: investigation summary: a device history record review was performed for provided lot number 2108115. The review did not reveal any detected quality issues during the production process. To aid in the investigation of this issue, two picture samples and one video sample were returned for evaluation by our quality engineer team. Through examination of the samples, particles were observed within the syringes. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant.

Event description:
It was reported that 73 ubd discardit 2ml sterile disposable graduated concentric luer slip syringe had white, powdery foreign matter in them. The following information was provided by the initial reporter: "during incoming inspection, sampling according to iso 2859 level ii reduced inspection, it was detected defect for 73 of 80 units reviewed. In all of affected units appear white particles seems powder. The defect is consisdered as critical defect and the batch is non conforms.".